Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was having spontaneous deactivation and reactivations. The patient swore they were not around anything magnetic at work. The patient felt the device 'powering down' and 'powering up' again once, but was not aware of any other situations. Otherwise, impedances and the implantable neurostimulator (ins) looked fine.